Manufacturer narrative:
Qc and calibration were not noted to have problems prior to the event. A field service engineer (fse) was dispatched and noticed that there were floating objects in the syringe. The fse replaced the syringe, cleaned cup and stir bar. The fse primed the system with calibration passed. The fse also performed precision runs utilizing customer qc and all met specifications for glucose module and qc was within acceptable limits as well. Root cause is unknown at this time for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding two (2) adult glucose (glucm) patient samples were erroneously low when running in duplicate mode and did not match on the unicel dxc 800 pro synchron chemistry analyzer. Patient treatment was not affected in this event. The customer runs gluc samples in duplicate mode and verifies prior to reporting.